Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, the forceps elevator became non-functional as a non-functional as a non-olympus stent was being implanted in the patient's bile duct. The user facility reportedly successfully reimplanted the same stent utilizing a different, but similar device. There was no patient injury and no further complications reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of the forceps elevator not functioning due to a broken elevator wire at the forceps raiser. The right/left free release knob was also found loose and engaging when the right/left angulation knob was turned due to a damaged locking mechanism. The cause of the user's experience was attributed to excessive stress. This report is being filed as a medical device report in an abundance of caution.